Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified the damaged power cord. An alarm log review was performed. The cause of the damaged power cord is unknown. The power cord was replaced to fix the malfunction. The pump passed all tests and was returned to the customer in working order.